Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed the device, was broken at the top surface, the broken fragment was returned for evaluation. No other problems identified. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection of instrument sets, mdrd technicians found: attune measured sizer instrument was not moving up and down smoothly and would get stuck near top range of sizes. There is no apparent damage but the sliding mechanism does indeed to be damaged. There is a crack in the white t-handle. It's not clear if the damage was done during processing or from surgery, but it is still intact and in 1 piece. The crack is on the white plastic handle of the instrument. Will need to be replaced for proper cleaning. The 55mm pinnacle grater appears to be bent and should not be used in surgery. It's not clear if it was used in surgery in this condition. It is bent at the part where it connects to the reamer handle. Two attune impactors are cracked and need to be replaced as they are not suitable for processing. The femoral impactor has a fragment that was cracked off and disposed of. The fb impactor has a hairline crack on the front end of the impactor. None of these identified issues were in surgery and there appears to be no patient consequence or delay in surgery and no fragments that were not accounted for.